Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and had the hp check the organizer for unused lines with open clamps. The hp found one open clamp. The tsr advised the hp to end the therapy. The hp was going to perform manual therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.